Event description:
It was reported that the patient presented for follow-up. A chest x-ray revealed that the right ventricular lead had dislodged. The lead was explanted and replaced. The patient was stable.